Event description:
I used fixodent from approx 2003 until 2009. While I was using fixodent, I began to experience mood swings, headaches everyday, joint pain, weakness in legs, numbness and tingling in my hands and feet, numbness in my face, jaw pain, swelling in my lymphnodes in my mouth, a cyst in my mouth, knee pain, blurriness in my eyes, short-term memory problems, bowel and bladder changes, and nausea. I also fall all of the time because I am off balance and my muscles are weak. My feet and hands are always cold, it is hard to walk up and down stairs, I stay dizzy, I never have any energy, and I am very tired and lethargic all of the time. For the last year, I have had to wear wigs because my hair is falling out so badly. I am very depressed and I cry all of the time because of my hair loss and stay away from mirrors. My skin stay dry and itchy. After talking to my dr, she did tests of my blood and found that my copper level was off. Dose or amount: denture cream, frequency: 2 to 4 times daily, route: po. Dates of use: 2003 - 2009. Diagnosis or reason for use: to help keep my dentures in. Event abated after use stopped: no.